Event description:
It was reported that pump touchscreen was unresponsive. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to perform complete pump reset, chose to reset pump, and was able to interact with pump screen afterward.